Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there had already been a reduction in flow and pulsatility index (pi), and the patient was reportedly experiencing symptoms of heart failure. This was suspected to involve extrinsic outflow graft obstruction (eogo). Log files captured intermittent low flow alarms throughout the log. The flow was averaging mainly around the 1.9 to 2.9 liter per minute (lpm) range. Additional information stated that eogo was observed. The seroma was surgically removed. The condition resolved, and the patient was placed under observation.